Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned their recharger antenna (rtm) was not working to charge their implanted neurostimulator (ins) since about a month ago and the pt noticed some longer charge times. Pt said they ins was still charging, but right before christmas day, their ins stopped charging all together and the pt had not been able to get the ins to charge. Pt mentioned sometimes they would move the rtm cord around and it would look like it was starting to charge, but then would not charge, "like there was a short in the wire." Pt said the rtm cord had also been heating; when asked to elaborate on what the pt meant by heating, the pt said "kind of in the middle of warm and hot." During the call, the pt got no device found when they attempted to recharge their ins. Pt pressed recharge and entered passive recharge mode. Numbers were 0, 78, 79. Pt then moved the rtm cord and got all 0's. Pt said they had been in passive recharge mode before and the mode usually occurred before the ins started charging. An email was sent to the repair department to replace the rtm.